Manufacturer narrative:
The primary complaint of user advisory (ua) 20 (position out of range) was not confirmed during functional testing and archived data review. System error (latch error 136 - internal parameter corrupted) was observed upon powering up the device. Processor board was replaced to remedy the fault. In addition, ua28 (loss of clutch connectivity) error was observed, unrelated to the reported complaint, defective power distribution board was replaced to address the error. Visual inspection was performed and found damage top cover and motor board cover unrelated to the reported complaint. The autopulse platform is a reusable device as well as a serviceable device. Therefore, this type of physical damage found during visual inspection could be due to user handling. Functional testing could not be performed due to the system error, unrelated to the reported complaint. Review of archive data confirmed system error (latch error 136 - internal parameter corrupted), unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with (B)(4).

Event description:
As reported, during shift check, autopulse platform (B)(4) displayed a (ua) 20 (position out of range) error message. No additional information was provided. No impact or known patient consequence was reported.